Event description:
Pt received breast implants on 10/6/87. Pt alleges developing hardness of the left breast in approx 1/96. Physician stated the pt developed left breast capsule formation and rupture of left and right implants.